Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire coating was peeled off. During preparation of a 035/180/3mm amplatz super stiff guidewire, it was noted that there was lack of continuity in the proximal portion of the device between the rigid and floppy part, and the core wire was exposed. The device never entered the patient's body. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR, device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: unit returned with its original pouch. The unit returned has coating damage, as part of overall visual revision. The device has a portion of its distal section stretched. Also presents a number of slight kinks on this same section. Overall length of the device, outer diameter (od) of the distal tip, od of middle and proximal section of the device are within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that guide wire coating was peeled off. During preparation of a 035/180/3mm amplatz super stiff guidewire, it was noted that there was lack of continuity in the proximal portion of the device between the rigid and floppy part, and the core wire was exposed. The device never entered the patient's body. No patient complications were reported and the patient's status was stable.